Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Cardiac perforation of the rv lead was suspected and confirmed during the revision procedure. The rv lead was capped and replaced. The patient was stable.